Event description:
The customer reported the system did not boot. After a second attempt of booting up, it came up with a communication fail error message. After the third time, it came up with generator error. This happened before the start of the case. No report of pt involvement or pt injury.

Manufacturer narrative:
(B) (4). The ge service rep repaired the cpu with a new (B) (4) cpu kit. After performing the upgrade, the system booted fine several times without any errors.